Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the catheter was found to be leaking from the clear tubing on the brown line. There were two pinholes found in the silicone tubing and flushing was recommended to see the holes. As a result, the catheter was removed and another catheter was inserted to resolve the issue. There was no leaking at the junction of the bifurcate and catheter, there was no luer adapter issue and the insertion site was treated with chloroprep prior to product placement. There was no patient injury.

Event description:
According to the reporter, during the procedure the catheter was found to be leaking from the clear tubing on the clear part near the clamp. There were two pinholes found in the silicone tubing and flushing was recommended to see the holes. As a result, the catheter was removed, and another catheter was inserted to resolve the issue. There was no leaking at the junction of the bifurcate and catheter, there was no luer adapter issue and the insertion site was treated with chloroprep prior to product placement. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the red port, blue port, clamps, bifurcate and cannula appeared intact. A functional evaluation found that the distal end of the cannula was clamped and a water bath test was performed, air bubbles were detected in the middle of the extension tube on the red port side. Two small holes were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the holes in the extension tube may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.